Manufacturer narrative:
The incident device has been received, and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The report stated that the or sent the generator down to clinical engineering saying that during preparation for surgery, they discovered cut was coming on by itself. The clinical engineer set up testing and reported that after powering on the unit, it completed self test and after several minutes, the cut activated on its own with an activation tone. No pt injury, since it was detected prior to the procedure.